Event description:
Reporter alleges the end user was driving her power chair when it stopped abruptly resulting in injury. Patient sustained a fractured leg and clavicle.

Manufacturer narrative:
Device is not available for evaluation. Cannot draw any conclusions at this time.